Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer treated with manual injection. Customer states infusion set was detached. Customer reports there was not stress or pull on the tubing. Customer reports the insulin pump was not dropped with the set connected to their body. The insulin pump will not be returned for analysis.